Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was damaged. It was reported that there was an ink spot on display screen. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip. Unable to perform functional testing due to the display anomaly.